Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that the event occurred during intra-aortic balloon pump (iabp) therapy when the patient was in the recovery room. Blood was observed in the tubing. As a result, the intra-aortic balloon (iab) was removed and therapy was discontinued since the patient did not need it anymore. There was no report of patient death, complications or injury. No medical/surgical intervention was required. The patient outcome is fine. It was noted that the pump used was an iap-0500, serial number (B)(4) and blood did enter into the pump. Additional information received on (B)(4) 2014 stated the iab was inserted through the sheath via right femoral without issue on (B)(4) 2014 at 16h00 and removed the same day at 22h00 (in recovery room). Information was not available if the iab was removed within the 30 minutes timeframe as recommended after blood was observed. The iab and sheath were removed together as one unit successfully. There was no delay or interruption in therapy noted and the iab was not removed prematurely. The pump did alarm during the event and that's why the nurse noticed the blood in the line. Information is not available whether pump strips were generated for review.